Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with three photos of the defect for evaluation. A review of the device history record was performed for the reported lot, 9170870, and no quality issues were found during production. Our quality engineer reviewed the provided photos and determined that catheter adapter was incorrectly oriented and lodged with the needle cover. There was no damage observed to the end of the catheter. Based off the provided photos the engineer was able to verify the reported defect. However, without a physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was attached inside the needle shield. This was discovered during use. The following information was provided by the initial reporter: the material was opened in order to perform the puncture (B)(6) 2020), the shield was removed and the catheter got attached inside the shield and so the needle was without the catheter 20.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was attached inside the needle shield. This was discovered during use. The following information was provided by the initial reporter: the material was opened in order to perform the puncture ((B)(4) 2020), the shield was removed and the catheter got attached inside the shield and so the needle was without the catheter 20.